Manufacturer narrative:
The reported issue that a pixel is missing in the tenth's position on the screen of the lvp was confirmed on the returned display board assemblies. The customer returned 10 lvp display board assemblies each in antistatic bags. Visual inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The returned display boards were tested using a test fixture attached to a cad pcu. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified all returned 10 lvp display board assemblies had dim segments. The root cause was determined to be a manufacturing issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that a pixel is missing in the tenth's position on the screen of the lvp. No further information is available.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a pixel is missing in the tenth's position on the screen of the lvp. No further information is available.